Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral head, unknown multilock stem, unknown trilogy acetabular shell. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Medical records confirmed trunnion corrosion. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in medical records received that patient underwent a right hip revision procedure approximately 16 years postimplantation due to dislocation. During the procedure, trunnion corrosion was noted.